Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. According to the information received, first surgery on that happened on (B)(6) 2017 went well for the patient who had two mobi-c devices implanted ( level c4-c6). Two weeks after the first operation the patient fell down the stairs at home and dislocated the mobi-c implant at c4-c5. The surgeon decided to remove both implants and treat the revision with a fusion. The surgeon urged the reporter to clearly specify that the incident had nothing to do with either the medical devices, the surgical procedure nor the technique. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event the investigation found no evidence to indicate device issue. The root cause is not device related. It's related to patient trauma on post-op.

Manufacturer narrative:
Surgeon did not fault surgical technique or implant as reason for failure. He wanted to make clear that no fault be attributed to the device. The review of the traceability and the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Device sent to external laboratory.

Event description:
Mobi-c p&f us revision 2 levels to remove prosthesis after patient fell down stairs and hit head / shoulder and dislocated shoulder + implant at c4-5. Replace by fusion.